Manufacturer narrative:
Bwi received additional information on 8/11/2015 which stated the physician¿s opinion regarding the cause of this adverse event is that this is a perforation of the rv apex related to navigation of the 10fr. Soundstar eco catheter. Since the catheter was reprocessed catheter, it is not considered bwi produces anymore. The male patient required a surgical intervention to close of the perforation. A transseptal puncture was performed and the adverse event occurred during mapping phase. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter, a patient suffered a cardiac tamponade which was noticed during mapping when the catheter was in an incorrect location. The pericardial effusion was confirmed by transthoracic echocardiography (tte) and a pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (s/n:(B)(4)). Cool flow pump (s/n:unknown). Soundstar catheter (s/n:(B)(4)). (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter, a patient suffered a cardiac tamponade which was noticed during mapping when the catheter was in an incorrect location. The pericardial effusion was confirmed by transthoracic echocardiography (tte) and a pericardiocentesis was performed. It was unknown, the amount of fluid that was removed. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. Multiple attempts were done to request for further details of the event. However no additional information has been provided.